Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor not running error was evidenced in the event history log (ehl). The error was also reproduced during an occlusion test. The error was produced because the main pc board was not seated on the extrusion grove (i.e. The sensor was not aligned with the worm coupling gear-facets). This occurred because the pump had sustained some damage from an impact/drop. The drop was attributed to the customer. A user interface issue was established as the root cause. The main pc board was reassembled and realigned.

Event description:
It was reported that the medfusion pump produced a motor not running error. No patient injury or complications were reported in relation to this event.